Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that the patient forgot to put the minicap on the transfer set after disconnecting from the patient line during continuous ambulatory peritoneal dialysis (capd) therapy while using unknown baxter pd disposables, which caused bacterial peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. The same day the patient started treatment with vancomycin (1g, every three to five days, intraperitoneally). The treatment was ongoing. Three days later, the patient was discharged from the hospital. At the time of this report, the patient was recovering from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for use error ¿ failed to follow therapy steps, where the patient did not put the minicap on the transfer set after disconnecting from the homechoice (hc). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides steps that should be followed in disconnecting from the homechoice cycler, which specifically state that a minicap should be placed on the transfer set as soon as it is disconnected from the cycler. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.